Manufacturer narrative:
All implants were long term, believed to be 1.5 to 2.5 yrs. No device failure reported.

Event description:
Surgeon reported that 10 out of 42 pts he was following required revision surgery due to the loosening of the implant. Out of the 10 revisions, 5 had the implant replaced, 3 had a silicone implant replacement and 2 had the joint fused (arthrodesis).